Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this patient experienced an episode of syncope. The device was checked in the hospital and fusion beats were noted. It was unknown if the fusion beats caused the patient syncope. Also reported was right atrial (ra) lead sensing was increased to ensure sensing the p-wave measurements. The pacemaker otherwise was functioning within normal limits. No additional adverse patient effects were reported.